Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 400-500 mg/dl and a correction bolus was delivered to address the bg level. After the alarm the customer changed the supplies on the pump. The customer had performed a system check using the new supplies on the pump and the pump was found to be functioning as expected.